Manufacturer narrative:
Since the original report was filed, the investigation into the reported limb ischemia has concluded. The analysis determined the root cause of the ischemia was patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the limb ischemia is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center placed an impella cp in a younger male patient who had been admitted with respiratory syncytial virus (rsv) and had progressed to being in cardiogenic shock with angina. The access was made at the right femoral artery. After approximately 30 minutes, the accessed limb began to show signs of ischemia, which prompted the team to place external bypass to relieve the cool foot. The pump remained on for hemodynamic support for 5.5 hours and was then explanted.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was received for evaluation. The root cause of the low pump flow was most likely a cannula kink. Additional information for the initial MFR 1220648-2021-01141 was provided in sections b1, b5, e1, g1, h1, and h6. This report is being filed as part of a retrospective review of historical records.

Event description:
During support, lows were not higher than 1l/minute. The impella cp device was explanted. The patient survived the procedure.